Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a missing set screw.

Event description:
It was reported that during the implant procedure, it was not possible to connect the left ventricular lead onto the cardiac resynchronization therapy defibrillator (crt-d) header with the setscrew. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.